Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the navigation system. The system performed as intended. A software analysis was initiated to determine the probable cause of the reported issue. The analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a functional endoscopic sinus surgery (fess). It was reported that the site was not able to register the patient. No further information was given. Navigation was aborted. The issue extended the surgical time by 1 hour. There was no impact on the patient outcome.